Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). The lesion was predilated with a 2.0x12mm maverick2 balloon and then a 3.00x16mm taxus liberte stent was advanced to the rca; however, the device was unable to cross the lesion. After attempting to cross the lesion multiple times, the stent became damaged. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as good.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). The lesion was predilated with a 2.0x12mm maverick2 balloon and then a 3.00x16mm taxus liberte stent was advanced to the rca; however, the device was unable to cross the lesion. After attempting to cross the lesion multiple times, the stent became damaged. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as good.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the stent moved distally on the balloon, so that the distal edge of the stent was 8mm distal to the distal markerband. Proximal stent damage was also noted with the end rows pushed distally so they bunched. The balloon was found to have the stent impression on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. There was no damage to the shaft of the stent delivery system (sds). The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)